Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (registration#1419652) on behalf of the manufacturer medibo medical products (B)(4) (registration#3004468271). This loop sling (model # mla2000-m) was produced prior to 2006. The evaluation of the device to date has been carried out by a representative of the manufacturer's service and sales unit subsidiary divisions, not a direct employee of the manufacturer. Additional information will be provided upon conclusion of the manufacturer's investigation which may include updates.

Event description:
During a transfer procedure using the minstrel device and the accompanying sling, it was reported that one of the slings attaching loops broke and subsequently caused the pt to fall to the floor. Several stitches were required to treat the head of the pt as a result. No further injuries reported.